Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
On (B) (6), 2009, the primary surgery using oasys system was performed on c3-c6 for myelopathy. On (B) (6), 2009, it was found that the blocker on c3 at both sides backed out. The pt is not complaining of pain thus the surgeon will monitor the pt. The revision surgery is not planned at this point.